Event description:
Patient was implanted with two cancellous screws approximately (B)(6) 2012. Patient returned to surgeon, x-rays, showed a nonunion, date unknown. Patient was referred to an explant surgeon. Patient was returned to o.r. On (B)(6) 2012 for tibiocalcaneal fusion revision. Surgeon removed the two screws and patient was revised to another two screws and bone graft. The procedure was completed successfully. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment. Implant date: approximately (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.